Event description:
Reportedly, during application, bleeding from the tissue was observed once the device was utilized on the application site. It was noted that the staples were not fired and some malformed clips were dropped into the cavity.